Event description:
It was reported that during a tka, after calibrating the real intelligence robotic drill, it stopped working without any error messages. This repeated after a new calibration. The procedure was resumed, without any delay, with a change in surgical technique, converting it to manual procedure. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).